Manufacturer narrative:
(B)(4). The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. No crack on the pump case noted during physical inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the hairline crack straight down the insulin pump. Customer stated that the no damaged to the reservoir lip ring. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.